Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported mobile system blood glucose results of 228 mg/dl and 90 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.